Manufacturer narrative:
Product event summary: it was confirmed that the output connector assembly was broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for service. No patient complications have been reported as a result of this event.